Event description:
Four patients presented with very high intracranial pressure (icp) readings (60-80mmhg) post implantation. These reading were not accepted by the neurosurgeons. The patients were sent for CT scan/magnetic resonance imaging and appeared to have "plenty of space". Upon removal, one of the 110-4b catheters was found to be "bent". The issue increased the time for following patient pressure. Additional information received on (B)(6) 2017 with the following: the monitor was changed multiple times for the four patients who had the catheter placed due to head trauma but the icp reading was still elevated. No patient injury was reported. As a precaution, all 8 of the customer's cam02 monitors will be sent to the manufacturer for evaluation. Linked to mfg. Report numbers: 2023988-2017-00005 2023988-2017-00006 2023988-2017-00007 2023988-2017-00008 3006697299-2017-00018 3006697299-2017-00019 3006697299-2017-00020 3006697299-2017-00021 3006697299-2017-00022 3006697299-2017-00024 3006697299-2017-00025

Manufacturer narrative:
Integra has completed their internal investigation on march 14, 2017. The investigation included: methods: evaluation of actual device, review of device history records, review of complaints history. Results: evaluation of returned device: the failure analysis evaluation verified the complaint as valid, the cause was identified as the customer¿s pmio-mpm cable was defective and required to be replaced. DHR review: no anomalies that could be associated with the complaint were observed. Complaints history: a total of 158 complaints were reviewed of which there are 11 complaints which contained the search criteria. During the time period ¿jan 16 to feb 17¿, the global product usage for cam02 monitors combined was calculated as 26,866 usages, using the total quantity of cam02 monitor catheter sales sold to calculate the quantity of usages. 1 catheter is used per procedure, and is used as a means of quantifying the number of procedures undertaken. The quantity of complaints in the complaint review (11) can therefore be calculated as 0.04% (4 x 10-4) (occasional) of procedures. This percentage is outside the expected rate of occurrence scored in the health risk assessment. Conclusion: the evaluation verified the complaint as valid; the cause was identified as the customer¿s pmio-mpm cable was defective and thus resulted in the complaint incident.